Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. The cause of the discomfort was based on the patients request to revise the pocket due to discomfort in how the pump was resting against the rib cage. The pump was not moved to the opposite side, the hcp just revised the existing pocket. The issue was resolved and no further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl(20000 mcg/ml, 8023 mcg/day) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient was having a pump revision on (B)(6) 2018 because they were "uncomfortable" with the pump being on a particular side of their body. The patient had a pump revision on (B)(6) 2018 to switch the pump to "the other side of their body." No symptoms of withdrawal or overdose was reported. It was later reported that the hcp was confirming catheter patency and inquired about programming prime. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.